Event description:
Medtronic received a report regarding solitaire x resistance in the catheter in addition to phenom 27 catheter resistance. The patient was undergoing acute ischemic stroke treatment. The accessed vessel was the internal carotid artery with a diameter of 5 mm. It was noted the patient's vessel tortuosity was moderate. It was reported that the phenom27 was induced in the m1 portion, and after region crossing, solitaire x 3-40 was tried to be inserted into phenom27, but only about a quarter of it was inserted. A new solitaire 3-40 was taken out and inserted, but it did not go in. A new phenom27 was taken out and 3-40 was inserted, which was inserted successfully, completing the procedure. It was reported there was catheter resistance in the proximal end of the shaft. The device was prepared as indicated in the package insert. The catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a optimo 9f guiding catheter and chikai guidewire .

Manufacturer narrative:
Healthcare professional information not available due to privacy laws. Product analysis #(B)(4):¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ as found condition: the solitaire x revascularization device and phenom 27 catheter were returned for analysis within a shipping box, within a primary plastic pouch, and within individual secondary plastic pouches. The solitaire x revascularization device was returned within its introducer sheath. ¿ damage location details: the solitaire x introducer sheath distal tip was found damaged (indented). The solitaire x pusher was found broken within the shrink tubing at ~10.2cm from the pusher distal end. The solitaire x marker coil and stent attachment zone were found in good condition. The solitaire x stent non-working length struts were found bent. No damages were found with the solitaire x stent working length struts. However, what appears to be phenom 27 catheter inner liner was found entangled on the solitaire x stent distal markers. No damages were found with the phenom 27 catheter hub. The phenom 27 catheter body was found separated at the distal end of the catheter hub. The proximal ~2.0cm of the phenom 27 catheter body was found flattened. The phenom 27 catheter distal tip was found damaged. What appears to be a ¿bubble¿ was found formed around the distal marker. ¿ testing/analysis: the solitaire x revascularization device could not be pushed out from within the introducer sheath; therefore, was pulled out proximally. The broken solitaire x pusher was sent out for sem (scanning electron microscopy) failure analysis. Per the sem report, the wire failed via tensile overload. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during delivery¿ report was confirmed. Damage to the solitaire x pusher (separation), solitaire x stent (bent), and phenom 27 catheter (inner liner) can occur if the device is advanced against resistance. Possible causes of ¿resistance during delivery¿ include use of an incompatible catheter, catheter damage, patient vessel tortuosity, or user does not maintain continuous flush. The phenom 27 catheter is compatible with the solitaire x revascularization device, ruling out use of an incompatible catheter as a potential cause. The patient¿s vessel tortuosity was ¿moderate¿, ruling out patient vessel tortuosity as a potential cause. Information regarding if a continuous flush was maintained was not reported; therefore, user does not maintain continuous flush could not be ruled out as a potential cause. It is likely that the damage found with the phenom 27 catheter (flattening) contributed to the reported resistance. However, the cause for the catheter damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.